Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this ICD. The battery longevity projection had fallen more than expected in the previous six months. An analysis of the device data by boston scientific technical services (ts) noted that power consumption had been increasing as well as displaying code 1003 indicative of voltage too low for remaining battery capacity. Device replacement was recommended. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this implantable cardioverter defibrillator (ICD). The battery longevity projection had fallen more than expected in the previous six months. An analysis of the device data by boston scientific technical services (ts) noted that power consumption had been increasing as well as displaying code 1003 indicative of voltage too low for remaining battery capacity. Device replacement was recommended. The device was explanted and a new one was implanted instead. Device will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed, and the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this implantable cardioverter defibrillator (ICD). The battery longevity projection had fallen more than expected in the previous six months. An analysis of the device data by boston scientific technical services (ts) noted that power consumption had been increasing as well as displaying code 1003 indicative of voltage too low for remaining battery capacity. Device replacement was recommended. The device was explanted and a new one was implanted instead. No additional adverse patient effects were reported.